Event description:
The patient had an implanted port placed 11 months prior to coming to the emergency department stating he had pain when the port was flushed. He also had pain in the right shoulder region. The port was malfunctioning, so the patient went to radiology to have the port removed. When the port was removed, a 5 cm piece of the port was left behind. The patient returned to interventional radiology where the remaining piece of the port was removed.